Event description:
It was reported that the customer had a large amount of residual adhesive after removing male external catheter. Stated that they used unisolve adhesive remover, but it was not getting all of the adhesive off, and it was kind of abrasive. Customer gets in the shower and lets hot water run over the male external catheter for a bit and then removes and also tried alcohol to remove adhesive, but it was extremely harsh. Representative advised bard did not recommend using alcohol directly on the genitalia. Suggested sitting in a warm bath and allowing the male external catheter to soak before removal, could also try a warm wet compress wrapped around the penis and suggested trying a different adhesive remover and noted adhesive remover with petroleum would be helpful. No medical intervention was reported.

Manufacturer narrative:
The reported issue was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to ¿operator error". It was unknown whether the device had met specifications. The product was used for treatment, but it was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the customer had a large amount of residual adhesive after removing male external catheter. Stated that they used unisolve adhesive remover, but it was not getting all of the adhesive off and it was kind of abrasive. Customer gets in the shower and lets hot water run over the male external catheter for a bit and then removes and also tried alcohol to remove adhesive, but it was extremely harsh. Representative advised bard did not recommend using alcohol directly on the genitalia. Suggested sitting in a warm bath and allowing the male external catheter to soak before removal; could also try a warm wet compress wrapped around the penis and suggested trying a different adhesive remover and noted adhesive remover with petroleum would be helpful. No medical intervention was reported.